Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. The ipg was explanted and replaced. Stimulation was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Event description:
Patient's ipg was explanted and replaced, which resolved the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the end of service message was received on patient programmer. A manufacturer's rep confirmed that ipg was inoperable. Patient will need ipg replacement but patient is not sure yet.